Event description:
On (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) rising to 404 mg/dl following dinner and unannounced snacks. A fingerstick confirmed a bg of 404 mg/dl, and the ilet indicated a reading of 400 mg/dl. The user reported feeling shaky. The bg trended down with insulin delivery from the ilet, returning to 179 mg/dl by the early morning. No hospitalization or long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - meal announcement misuse.